Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient stated that the signal loss occurred over night and that he does tend to sleep on the right. Advised patient that baby monitors, bluetooth wireless headset, wireless internet routers, microwave ovens, laptops and internal wi-fi adapter, gsm cell phones, rfid scanners and hand-help security metal detectors often all use the same bandwidth as the g4 and may be the source of rg disturbance. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/18/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.